Event description:
It is reported that the patient experienced a low blood glucose level. Level at the time was 10mg/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low reservoir alarm or excessive no delivery alarm was noted. The insulin pump had cracked battery tube threads.